Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer could not charge the pump. Reportedly, the customer successfully charged the pump by plugging into an alternate power outlet. Additionally, it was reported that the pump battery was depleting quickly. No impact to the customer's blood glucose for the reported issue. Multiple attempts were made by tandem technical support to continue troubleshooting however, the customer did not respond.